Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted after 10 years due to reaching end of life (eol). The patient knew the device was at eol, but elected to not have it replaced. When the device was at eol the patient began to experience syncopal episodes. As a result the patient decided to have a new device implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been explanted for normal battery depletion and returned for analysis. . Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies.the device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.